Manufacturer narrative:
The certas valve was not returned for evaluation and lot number information has not been provided; therefore, an evaluation of the device could not be performed, and manufacturing records could not be reviewed. The cause(s) of the difficulty reported by the customer could not be determined. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed. The root cause for the issue reported by the customer ¿could be due biological debris and protein build up interfering with the valve mechanism.

Event description:
A facility reported a codman certas plus small valve was implanted in a patient via ventricular peritoneal shunt in (B)(6) 2020 with an initial setting of 3. Obstruction was suspected due to ventricular enlargement reportedly demonstrated on (B)(6) 2021, the abdomen was opened for revision surgery, but spontaneous dripping was confirmed, so it was closed as it was. The setting was changed to 1. The patient was being followed up without replacement. No further information was provided by hospital.

Event description:
N/a.

Manufacturer narrative:
Updated fields: d4, d9, g3, g6, h2, h3, h6, h10. The certas valve was returned for evaluation: failure analysis - the valve was visually inspected; needle holes in the needle chamber were noted. The valve passed the tests for programming, occlusion, leaks, reflux, siphon guard and pressure. No root cause could be determined as the technician could not confirm any problem with the valve at the time of investigation. The possible root cause for the issue reported by the customer could have been due to biological debris and protein build up interfering with the valve mechanism, at the time of investigation no occlusions were noted.